Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a revision reverse shoulder arthroplasty for a failed encore/ donjoy shoulder. This was done (B)(6) 2015. On follow up patient was complaining of pain. Doctor observed possible issue with glenoid baseplate screw placement. Patient was scheduled for a revision.

Manufacturer narrative:
An event regarding pain & revision involving an reunion screw was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported pain could not be determined. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a revision reverse shoulder arthroplasty for a failed encore/ donjoy shoulder. This was done (B)(6) 2015. On follow up, patient was complaining of pain. Doctor observed possible issue with glenoid baseplate screw placement. Patient was scheduled for a revision.